Event description:
The customer reported the ventilator would shut down after being powered on, and would not power back on. The ventilator was not in use therefore there was no pt harm or involvement. The MFR's service tech was unable the customer reported problem. The service tech noted a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence during operation. The service tech replaced the power supply to correct the finding. Final applicable testing was completed and tests passed per operating specs.

Manufacturer narrative:
Results: power supply.